Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported the tip of the dilator was chipped. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon preparation of the device, the tip of the dilator was noted to be chipped. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is not expected to be returned for analysis as it was retained by the customer. It was further reported that the sheath is expected to return for analysis.

Event description:
It was reported the tip of the dilator was chipped. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon preparation of the device, the tip of the dilator was noted to be chipped. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is not expected to be returned for analysis as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.